Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the prevue ii traditional probe was visually inspected upon receipt and was found to be in good physical condition. The reported issue of poor image is confirmed. The tradition probe shows 1 failed transducer element, causing a dark spot in the left side of the ultrasound image. The root cause is due to an internal failure within the probe. H3 other text : evaluation findings are in section h11.

Event description:
It was reported per repair tech - the tradition probe received with this unit shows 1 failed transducer element, causing a dark spot in the left side of the ultrasound image.